Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 11500a pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, two (2) months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no information regarding an allegation of a device malfunction. Based on the information available, a definitive root cause cannot be conclusively determined.